Event description:
It was reported that patient have right hip surgery due to failure of fixation with non-union right proximal femur. Plate, cables, screws, exeter stem, and 32 mm ball were removed and retained by the hospital.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.

Manufacturer narrative:
The following devices were added to this report: cat 3704-3-100 d/m 6.5 in ss broad comp plate lot code 41934002; cat 3704-0-510 2.0mm 22-13-5 ss cable/slv set lot code 46128002; cat 3704-0-510 2.0mm 22-13-5 ss cable/slv set lot code 46496810; cat 3704-0-510 2.0mm 22-13-5 ss cable/slv set lot code 46973201; cat 3704-0-510 2.0mm 22-13-5 ss cable/slv set lot code 45753705; cat 6197-9-001 simplex p with tobramycin 1 pack lot code mlu113. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested but not made available. If any information is received, will be provided in the supplemental report.

Event description:
It was reported that patient have right hip surgery due to failure of fixation with non-union right proximal femur. Plate, cables, screws, exeter stem, and 32 mm ball were removed and retained by the hospital.

Manufacturer narrative:
An event related to loosening involving an exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined as insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient have right hip surgery due to failure of fixation with non-union right proximal femur. Plate, cables, screws, exeter stem, and 32 mm ball were removed and retained by the hospital.